Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by sales representative that patient had their generator explanted due to infection at generator pocket wound. The generator was discarded after being explanted and lead was left intact. The patient's last known settings were provided. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. Additional information was received, per surgeon the infection is not related to the vns replacement surgery and is possibly due to the patient picking at the site since being replaced. No additional relevant information has been received to date.